Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance is affected. It is unknown if an accident or trauma occurred. The user was re-implanted in (B)(6) 2022.

Event description:
The user's hearing performance is affected. It is unknown if an accident or trauma occurred. The user was re-implanted, the explanted device was discarded.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation. This is a final report.